Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient had no readings on the dexcom cgm. The sensor was inserted into the abdomen. The patient was unaware of this blood sugar value. The patient does not own a glucometer; therefore, no bg was available. The patient reported his blood sugar was ¿so high¿ (value not provided) that he passed out and was found the following day and transported to the hospital. It was not confirmed who found the patient and called emergency medical services (ems). The patient was admitted to the hospital, treated with unspecified medications as well as his regular daily medications; lisinopril 10 mg, chlorthalidone 1 mg, and keppra 500 mg. The patient was released five days later and was staying with family as he recovers. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.